Event description:
It was reported that a skin reaction had occurred. The wearable was inserted into the arm on (B)(6) /2025. The date of the event is an approximation. According to the documentation, the patient reported experiencing a skin infection approximately four days after sensor insertion in the upper arm. The affected area developed a quarter-sized bump resembling a pimple, accompanied by signs of infection at the needle puncture site. The insertion site had been prepped with alcohol prior to sensor placement. On (B)(6) 2025, the patient consulted a physician who observed symptoms consistent with cellulitis. The physician prescribed oral antibiotics, including augmentin 10 mg (twice daily for 7 days) and amoxicillin/clavulanate 500/125 mg (twice daily for 7 days), as well as an unspecified topical triple antibiotic ointment. The patient was advised to refrain from inserting a new sensor until the infection site had fully healed. At the time of the report, the patient indicated that the infection site was nearly healed and feeling fine. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).